Event description:
Caller reported a cgm error 42. Blood glucose level impact was not mentioned, but there was no adverse effect implied, as the issue was resolved. The caller was guided through a pump reset by technical support, which successfully resolved the error, allowing the sensor session to begin without further issues.